Event description:
It was reported that the atrial lead was repositioned due to unstable threshold values. The atrial lead was advanced further resulting in improved capture and sensing thresholds. The right ventricular (rv) lead dislodged, resulting in rising threshold and loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 implantable pacing lead (B)(6) 2013. (B)(4).